Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database and product history review could not be performed as no lot number information was provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
Customer reported blood leakage from the elbow component. No patient harm.